Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not provided for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: part no.: 04.226.138s, lot no.: l255826, manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 11.jan.2017. Expiry date: 01.dec.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.226.138 / l239013 was manufactured in (B)(4). Part no.: 04.226.138, lot no.: l239013, manufacturing location: (B)(4), release to warehouse date: 12.dec.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the device was used in fracture surgery for the patella and the distal femur on (B)(6) 2018. When the surgeon inserted the hcs screw (04.226.138s) to the patella, it was broken at the threads. The surgeon removed the broken screw, but only tip of screw was remained in the patient¿s body. The surgeon inserted another screw to the patella, and completed the surgery with a 10-minute delay. There was no adverse consequence to the (B)(6) male patient with superior bone quality. Two more screws (same product) were inserted to the patella and the distal femur during the surgery, and there were no problems. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Sterile part 04.226.138s, lot l255826: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: january 11, 2017. Expiry date: december 01, 2026. Non-sterile part 04.226.138, lot l239013: manufacturing location: (B)(4). Release to warehouse date: december 12, 2016. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the screw in question was received broken and without the tip. This type of screw is not laser marked during the normal manufacturing process because the screw has a very small head dimension. The screw was received in a non-original synthes bag. No scratches or damages can be observed. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. All relevant features were measured and have passed their specifications. During the manufacturing process, all relevant features are inspected and documented according to the inspection sheets. The results show that the screw was manufactured within the specifications. However, it is not possible to measure the shaft-thread profile because we received the screw with just one thread. To measure the shaft-thread profile minimum 2 threads are necessary. The material certificate was reviewed according to the lot number mentioned in the complaint and the material certificate fulfills the specifications. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and all have passed the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.